Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Date of event: unk. A lens work order search was performed. No similar complaints found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -14.0/+2.5/109 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. Lens rotation was observed, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- per updated information the lens was explanted on (B)(6) 2021 and later replaced with a longer length lens. The reporter stated "as of last visit, the patient has unaided va re 6/6-2 and no complaints. Vault 1 CT". H3: device evaluation - lens was returned in a vial with liquid. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).